Event description:
Blood gases drawn from the umbilical cord by the registered nurse while wearing maxxim medical gloves. No needle appeared to penetrate or come into contact with the glove. Once the procedure was finished, the nurse removed gloves and found blood on right index finger and thumb. Nurse is sure 1/3 of the right pointer finger and right thumb covered with blood after procedure. Employee had no breaks in skin at the time but there was a potential for injury. Site reporter did acknowledge the possibility of blood getting on the right hand from the left hand glove (which may have had blood on it) during the removal of the right hand glove although could not verify for sure. One other incident of shredded sterile gloves reported from this co but site reporter not aware of any other incidences or dissatisfaction with these particular gloves. Site reporter located gloves on 6/6/02 and spoke with maxxim product rep on that date stating the manufacturer was going to assess the gloves. Site reporter also states they are in the process of sending the gloves back to the manufacturer.